Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension line was leaking during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they had used two patient line extensions and on the second extension there was a crack in the line where it connected to the first extension and fluid was leaking out. The technical service representative assisted the patient with ending therapy. The patient would begin therapy again with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.